Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer reported hospitalization due to a non-diabetes related issue and was inquiring about the insulin pump functions. The customer treated for the high blood glucose levels with manual injection and the insulin pump bolus. The customer¿s current blood glucose level is 600 mg/dl. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.